Event description:
It was reported that the right atrial lead dislodged due to twiddler¿s syndrome. The asymptomatic patient presented in operating room on (B)(6)2017 for lead revision. The lead was repositioned successfully without adverse consequences. The patient remained stable before, during and after the procedure and will continue to be monitored.